Event description:
It was reported that there was noise and oversensing noted on the pace sense portion of the right ventricular (rv) lead. A reprogramming plan was discussed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0049 boston scientific competitor lead; 0125; boston scientific competitor lead, implanted unknown; 4512 boston scientific competitor lead; 5076-52 lead implanted (B)(6) 2003. (B)(4).